Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: unable to duplicate the complaint. No defect found. The last basal delivery and the last bolus delivery were on (B)(6) 2014. The daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged inaccurate delivery and that the patient has lost confidence in the pump. The patient has a blood glucose of 410 mg/dl and large ketones, with polydipsia, polyuria, nausea, vomiting, difficulty awakening, and symptoms of dehydration. The health care provider gave advice over the telephone, and treatment included insulin via pump and injection, a site change, and food/drink. Patient discontinued pump use. Customer support referred patient to hcp for diabetes management. This complaint is being reported as the alleged inaccurate delivery was not resolved and the patient experienced hyperglycemia.